Event description:
The customer reported that the small IV rubber bung came apart from the set during manual handling. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No add'l info provided.

Manufacturer narrative:
MFR's report date: (B)(4) 2012. (B)(4). The model# / catalog# is a carefusion product which is same or similar to a device that is approved for sale domestically. The 510k number is for the domestic similar product. The sample was received on the (B)(4) 2012. An initial visual inspection confirmed the customer's complaint as the sample was received with the bung separated from the y-site. A f/u report will be submitted with failure investigation results once the eval is completed.